Event description:
The user facility reported to terumo cardiovascular systems that prior to endoscopic vein harvesting, during set-up, the plastic ring below the eye piece on the endoscope came off. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device; upon eval, the complaint was confirmed. During the eval, it was also noted that the internal lens was broken. Visual inspection revealed a loose white ring and noted minor scratches, dents on the rod and eyepiece of the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4).